Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited intermittent undersensing of small r waves, as noted during high ventricular rate (hvr) episodes. Programming changes on the ventricular sensitivity were done. The patient was in stable condition.